Event description:
Boston scientific crm received info that this cardiac resynchronization therapy defibrillator (crt-d) pt has died. The cause of death is suspected to be sudden death due to a fatal arrhythmia. The pt was at home with his girlfriend and complained of a headache and stomach pains before getting up to go to the bathroom. The pt fell to the ground and was unresponsive. His girlfriend witnessed this event and stated that the pt went into convulsions and did not wake up. She then called 911, but when medical personnel arrived they were unable to resuscitate the pt. The pt was pronounced dead at his home.

Manufacturer narrative:
Not returned. Several attempts were made to obtain additional info from the field; however, no additional info is available at this time. The only info provided to boston scientific crm was a phone message from a clinic nurse asking how the pt could be removed from latitude remote monitoring since he had passed away, and paperwork submitted describing the sequence of events at the time of death. It is unk whether the crt-d was explanted post mortem or buried with the pt. This event will be updated if any additional info becomes available.